Event description:
A nurse contacted baxter (B)(4) regarding a connection issue with the patient connector of a transfer set. The nurse stated the patient connector was not connected with the titanium adapter well when the customer changed the transfer set. There was patient involvement. There was no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a connection issue was confirmed during the sample evaluation; however, no root cause could be determined. A visual inspection was performed with no issues noted. Leak testing was performed with no issues noted. A clear passage test was performed with no issues noted. A clamp function test was performed with no issues noted. Functionally, the set was hand tightened with a lab titanium adapter with difficulty noted.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. However, it is being reported because it is the same or similar to the product distributed within the u.s. The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A follow-up report will be filed if additional information is received.

Manufacturer narrative:
(B)(4). The cause was determined to be a manufacturing issue. Corrective actions were performed in (B)(4) 2013 at the mountain home baxter manufacturing facility to ensure that the inside diameter of the transfer set patient connector would be molded to the proper specification.